Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of questionable elecsys vitamin d ii assay results from a cobas 8000 e 801 module compared to a reference laboratory's cobas 8000 system. The customer provided one patient result that was a reportable malfunction. The date of the event is only an approximation as the customer stated the date was sometime in the middle of (B)(6) 2018. The initial vitamin d ii result was 33 ng/ml. The vitamin d ii result from the reference laboratory was 19 ng/ml. The erroneous result was reported outside of the laboratory. The vitamin d ii result of 19 ng/ml was deemed to be correct. There was no adverse event. The customer stated the biorad qc was trending higher. The customer also runs roche qc and which had acceptable results. The cobas e801 serial number was (B)(4). The sample was processed by a modular pre-analytical system. The field engineering specialist was unable to find the cause of the event. The customer ran both roche qc and biorad qc with acceptable results. The customer ran patient comparisons and the results were acceptable.